Event description:
The hcp reported the patient was experiencing sedated affect, low blood pressure, increased pulse, decreased respirations, and lethargic over 24 hours. The pump had recently been refilled. The patient was brought back to the clinic and the pump was recalibrated "forr present med." The patient reported to have recovered without sequlea.